Event description:
It was reported that the ilet stopped functioning overnight, was placed on the charger, and there was concern about infusion tubing, leading to a cartridge/disposable change; the user had high glucose and was later advised per clinician direction to remove the ilet and shut it down for now pending follow-up. Symptoms included hyperglycemia with a peak of 400 mg/dl. Outcomes included no reported injury or hospitalization. Investigation included troubleshooting and user education by phone. Investigation of this case revealed suspected battery depletion overnight and a potential infusion set or cartridge/tubing issue, with device shutdown implemented per clinical guidance. It was concluded, based on previously established findings for similar reports, that the cause was user-device interface related to power depletion with possible infusion delivery interruption.